Event description:
It was reported that the accumulator of the dacapo power pack is mechanically defect, which caused leakage of the electrolyte.

Manufacturer narrative:
The device has been returned to (B) (4) for evaluation. A device failure analysis will be submitted as a follow-up report. Potential for serious injury, even though not present at this instance.